Event description:
It was reported that the patient experienced an episode of vt and was shocked. After a single failed shock, noise was observed on the rv lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form e3-claims analyst a partial lead with the lead tip measuring 46.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.